Manufacturer narrative:
D274drg ICD implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that overtime the atrial lead was unable to pace or sense. High thresholds and undersensing were reported with inability to sense at 0.15mv. The patient is reported to not need atrial pacing and the lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.